Event description:
Health professional reported an alleged leak in the tubing of a lap-band approximately 3 inches distal from the port. Event was first noticed during a fill when the health professional was unsuccessful in withdrawing saline that had been added. The port was removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 07/27/2012. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."